Event description:
While performing right heart catheterization with biopsy, forceps failed. It appears the handle mechanism broke. It was replaced with similar device and procedure completed uneventfully.